Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (1l58533), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure treating acl and meniscal injury on (B)(6) 2021, it was observed that the needle on the first truespan device broke off during insertion. The surgeon used another truespan device but the second implant did not deploy and its suture snapped. The reporter was unsure on which of the two truespans malfunctioned accordingly. There was no surgical delay nor adverse patient consequences reported. The device was brand new and its first use when the issue occurred. No additional information was provided.